Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms in triad and cold can configurations. Shock impedance measurements in coil to can configuration were 112 ohms. Boston scientific technical services (ts) discussed troubleshooting options. A revision procedure was scheduled for an unknown date in the future. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is in possession of the hospital and will be returned by the hospital. At this time, the product has not been returned. If the product is returned analysis will be performed and this report will be updated.

Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The ICD was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.